Manufacturer narrative:
The sensor was investigated, and customer complaint was confirmed during review of in-vivo data. The root cause of the issue (i.e. Noise on signal and reference channels) was also confirmed during review of the dms logs. The problem could not be duplicated during in-vitro testing; there was no observable problem with either signal or reference channels. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.